Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 15-aug-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (5 mg/ml at 2.7036 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that on (B)(6) 2019 the patient was experiencing mild withdrawal symptoms and her pump was flipping. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was obese. X-rays revealed that the catheter was coiled like an old phone cord. The patient was taken to surgery on (B)(6) 2019 for a pocket revision at which time 27.2 cm of the existing catheter was removed and a new pump segment of catheter was implanted. The pump was re-positioned and re-sutured down in a new pocket. The issue was resolved. It was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.